Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective device replacement, fluoroscopy revealed an externalized conductor between the superior vena cava and the right ventricular coils. The lead was capped and replaced. No adverse consequences were detected relating to externalized conductors.